Event description:
Information received from the field notes loss of atrial capture resulting in a pacemaker mediated tachycardia. The sensing amplitude had decreased to 0.4 mv indicating a potential lead dislodgement. The physician elected to program the pulse generator to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received